Event description:
The site reported the following: a jetstream xc 2.4 atherectomy set was properly placed in the gard and was activated but had unusual resistance as it was advanced through the stenosis. On the second blades down pass add'l resistance was met. The device was put in blades up mode. The catheter advanced, then stalled and became stuck on the spartacore guide wire. Device was removed and procedure was completed successfully with pta and stent. Post procedure the spartacore guide wire was forcibly removed and the jetstream was re-evaluated. With the wire removed, the jetstream device was activated and ran in both blades down and up modes as expected.

Manufacturer narrative:
(B)(4). The subject catheter was not returned for investigation. Quality assurance product analysis reviewed the complaint info and previous complaint records and found that the info provided by the site is consistent with a guide wire stick.